Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side rupture "with silicone sign formation immediately adjacent in posterior and medial aspect to the referred area," "cystic formation," and "prominent lymph nodes." The device remains implanted.